Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported by the patient that the device "flatlined" and was not working. Follow-up information from the clinic disclosed that the device triggered elective replacement indicator quicker than the estimated longevity. The device was explanted and was replaced. No patient complications have been reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.